Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, nic outpatient medication waste documentation intermittently delayed due to station not recognizing patient ID. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, nic outpatient medication waste documentation intermittently delayed due to station not recognizing patient ID. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter e-mail a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that patient interface issue. A technical support specialist (tss) reviewed the patient example provided in this case and was unable to locate any active directory (adt) interface messages for them within the past 7 days. Tss reviewing the interface configuration at the time, there was no logic in place that would have prevented the adt message from being sent to pyxis es. The system functioned as intended after the technical support specialist troubleshot the device.